Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had allergy test done and found that because of essure ID developed a nickel and gold allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), post procedural discomfort ("total systemic misery"), complication of device insertion ("my doctor tried 4 times with a different coil each time and could not get it in my left side"), rash ("every now and then I still get the rashes"), abdominal distension ("my bloating is better") and bone pain ("stabbing pain in hip bone"). The patient was treated with surgery (hysterectomy in (B)(6) (year unspecified)). Essure was removed. At the time of the report, the allergy to metals, post procedural discomfort, complication of device insertion, rash and bone pain outcome was unknown and the abdominal distension was resolving. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, allergy to metals, bone pain, post procedural discomfort and rash to be related to essure. The reporter commented: patient's doctor tried 4 times with a different coil each time and could not get it in her left side. She had one coil on her right and total systemic misery. Hysto has been approved but must wait till (B)(6). Concerning the injuries reported in this case, the following ones were reported via social media: post procedural discomfort and complication of device insertion. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event hip bone pain added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had allergy test done and found that because of essure ID developed a nickel and gold allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), post procedural discomfort ("total systemic misery"), complication of device insertion ("my doctor tried 4 times with a different coil each time and could not get it in my left side"), rash ("every now and then I still get the rashes"), abdominal distension ("my bloating is better"), bone pain ("stabbing pain in hip bone"), bladder pain ("bladder pain") and erythema ("red dots on my back"). The patient was treated with surgery (hysterectomy in march 12 (year unspecified)). Essure was removed. At the time of the report, the allergy to metals, post procedural discomfort, complication of device insertion, rash, bone pain and erythema outcome was unknown, the abdominal distension was resolving and the bladder pain had resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, allergy to metals, bladder pain, bone pain, erythema, post procedural discomfort and rash to be related to essure. The reporter commented: patient's doctor tried 4 times with a different coil each time and could not get it in her left side. She had one coil on her right and total systemic misery. Hysto has been approved but must wait till march. Concerning the injuries reported in this case, the following ones were reported via social media: post procedural discomfort, complication of device insertion, bladder pain most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- red dots on my back. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had allergy test done and found that because of essure ID developed a nickel and gold allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), post procedural discomfort ("total systemic misery"), complication of device insertion ("my doctor tried 4 times with a different coil each time and could not get it in my left side"), rash ("every now and then I still get the rashes"), abdominal distension ("my bloating is better"), bone pain ("stabbing pain in hip bone"), bladder pain ("bladder pain") and erythema ("red dots on my back"). The patient was treated with surgery (hysterectomy in march 12 (year unspecified)). Essure was removed. At the time of the report, the allergy to metals, post procedural discomfort, complication of device insertion, rash, bone pain and erythema outcome was unknown, the abdominal distension was resolving and the bladder pain had resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, allergy to metals, bladder pain, bone pain, erythema, post procedural discomfort and rash to be related to essure. The reporter commented: patient's doctor tried 4 times with a different coil each time and could not get it in her left side. She had one coil on her right and total systemic misery. Hysto has been approved but must wait till march. Concerning the injuries reported in this case, the following ones were reported via social media: post procedural discomfort, complication of device insertion, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Fu 10 and 11 processed together. On 23-mar-2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had allergy test done and found that because of essure ID developed a nickel and gold allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), post procedural discomfort ("total systemic misery"), complication of device insertion ("my doctor tried 4 times with a different coil each time and could not get it in my left side"), rash ("every now and then I still get the rashes"), abdominal distension ("my bloating is better"), bone pain ("stabbing pain in hip bone"), bladder pain ("bladder pain") and erythema ("red dots on my back") and underwent hip arthroplasty ("hip replacement cut to severe joint damage"). The patient was treated with surgery (hysterectomy in march 12 (year unspecified)). Essure was removed. At the time of the report, the allergy to metals, post procedural discomfort, complication of device insertion, rash, bone pain, erythema and hip arthroplasty outcome was unknown, the abdominal distension was resolving and the bladder pain had resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, allergy to metals, bladder pain, bone pain, erythema, hip arthroplasty, post procedural discomfort and rash to be related to essure. The reporter commented: patient's doctor tried 4 times with a different coil each time and could not get it in her left side. She had one coil on her right and total systemic misery. Hysto has been approved but must wait till march. Concerning the injuries reported in this case, the following ones were reported via social media: post procedural discomfort, complication of device insertion, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events hip arthroplasty was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had allergy test done and found that because of essure ID developed a nickel and gold allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), post procedural discomfort ("total systemic misery"), complication of device insertion ("my doctor tried 4 times with a different coil each time and could not get it in my left side"), rash ("every now and then I still get the rashes"), abdominal distension ("my bloating is better"), bone pain ("stabbing pain in hip bone"), bladder pain ("bladder pain") and erythema ("red dots on my back"). The patient was treated with surgery (hysterectomy in march 12 (year unspecified)). Essure was removed. At the time of the report, the allergy to metals, post procedural discomfort, complication of device insertion, rash, bone pain and erythema outcome was unknown, the abdominal distension was resolving and the bladder pain had resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, allergy to metals, bladder pain, bone pain, erythema, post procedural discomfort and rash to be related to essure. The reporter commented: patient's doctor tried 4 times with a different coil each time and could not get it in her left side. She had one coil on her right and total systemic misery. Hysto has been approved but must wait till march. Concerning the injuries reported in this case, the following ones were reported via social media: post procedural discomfort, complication of device insertion, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- red dots on my back. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had allergy test done and found that because of essure ID developed a nickel and gold allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), post procedural discomfort ("total systemic misery"), complication of device insertion ("my doctor tried 4 times with a different coil each time and could not get it in my left side"), rash ("every now and then I still get the rashes") and abdominal distension ("my bloating is better"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, post procedural discomfort, complication of device insertion and rash outcome was unknown and the abdominal distension was resolving. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, allergy to metals, post procedural discomfort and rash to be related to essure. The reporter commented: patient's doctor tried 4 times with a different coil each time and could not get it in her left side. She had one coil on her right and total systemic misery. Hysto has been approved but must wait till (B)(6). Concerning the injuries reported in this case, the following ones were reported via social media: post procedural discomfort and complication of device insertion. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media contents received : case became incident. Reporter information updated. Events added- allergy to metals, rash, abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.